Event description:
The sister of a (B) (6) male patient contacted lifecor customer support to report that her brother's device had released gel. She stated that the alarms never went off, but gel came out. Support had the patient download. The download revealed a gel release flag, but no corresponding automatic events. A patient services representative (psr) visited the patient and replaced the electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B) (4) has been completed. The problem was confirmed. Upon further inspection, electrode belt (B) (4) had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The patient received a replacement electrode belt.